Event description:
A pt reported blood glucose results of "218 mg/dl" with a lifescan meter end "167 mg/dl" on a laboratory device, performed within 10 minutes of each other. It is not known whether there was intervention that would be expected to change the blood glucose because the pt was comparing while having a glucose tolerance test. Unk whether a fasting or oral glucose tolerance. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.